Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted protruding from the channel. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Investigation images provided that showed the blockage protruding from the air/water nozzle. The contamination appeared to be a black rubber type material. Previous investigations indicated that this fault was typically a result of user handling. The investigation concluded that the contamination did not originate from the olympus endoscope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a ¿9006 error low water¿ and possible blockage. There was no patient injury or patient infection reported. The scope was returned to for evaluation and found foreign material protruding from air/water nozzle causing a low water volume, which is considered a reportable malfunction.

Manufacturer narrative:
This supplemental report is being submitted to report the legal manufacturer¿s investigation. Please see updates in section. The legal manufacturer reviewed the content of this complaint and reported that the root cause of the event could not be determined. The legal manufacturer provided the following probable causes below. Foreign black rubber: pieces of the silicone rubber products used in the endoscopy room and/or the injection tube which is an accessory of the scope entered by mistake. Insufficient / incorrect reprocessed device was used on next procedure: facility staff was less trained in reprocessing and/or device handling according to IFU. The legal manufacturer reviewed the IFU and referenced the inserts below pertaining to the reported event. The reprocess manual section ¿1.4 precautions warning¿ states the following about insufficient reprocessing: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to prevent clogging of the air/water nozzle, the manual states to use the aw channel cleaning adapter as below: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the legal manufacturer confirmed via the device history record (DHR) that the device met specification when it was shipped